Event description:
I began using byte trays back in (B)(6) of 2024 after sending them several pictures of my teeth as well as a mold. I developed severe pain, inflamed gums, and loose teeth over the course of the treatment program. After sharing these concerns with byte, I was originally instructed that pain is normal in the first portion of the treatment. The pain only increased and eventually led to what I consider extreme swelling and tenderness in my gums. When I shared some new pictures with byte of excessive bleeding, an inflamed growth in my mouth, and teeth wiggling in place, they rejected my claims and claimed they saw no problems. I do not believe this company should be able to continue operations. Given the fact that the company saw previous issues before treatment and still prescribed me the trays, claimed to say my pain was normal, and finally would not acknowledge the more sever issues several months later. This is dangerous activity and I want to make sure that no other individuals fall into the same issues. I have asked them for a refund policy, their dental licensing information, legal business name, legal business address but they refuse to cooperate and have hung up on me twice on a recorded line. I have also sent over a dozen emails requesting support for the increasing pain and health issues their treatment caused with each time sticking me in a loop of "we will escalate to upper management" followed by "we will not be taking any action on this case." This response was given over and over. Best, (B)(6).